Event description:
It was reported that the customer experienced a low blood glucose level of 58 mg/dl and a high blood glucose level of 475 mg/dl. The customer had ketones. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.